Manufacturer narrative:
(See scanned page).

Event description:
Electrode impedances> 4000 ohms was reported on some electrodes. The MFR representative was unable to increase the voltage to check higher rates. Group impedances were recommended. Impedances were normal. The patient did not report any changes to stimulation. The battery voltage was 2.48 volts. The battery life longevity range was estimated at 5.6 years to 7.9 years.